Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 59 mg/dl despite a blood glucose of 225 mg/dl. The sensor was bent and the electrode was exposed. The sensor was returned for analysis.

Manufacturer narrative:
Evaluated one opened and used sensor; performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test and sensor passed per specifications with accurate readings. Also, found sensor with cannula bent we were unable to confirm if customer received sensor in said condition due to customer returning it opened and used.